Event description:
During index procedure, the physician used two endeavor sprint drug-eluting stents to treat a lesion. Approximately 32 months post in dex procedure the patient suffered an mi. Approximately 33 months post index procedure, the patient expired, cause of death is cardiac arrest.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (death <(>&<)> myocardial infarction). Evaluation conclusions: inherent risk of procedure ¿ (death <(>&<)> myocardial infarction). (B)(4).